Event description:
Event description guidant received information that this ventricular implantable lead was found to have dislodged after the patient engaged in physical exertion shortly after the lead was implanted and received multiple shocks found to be due to double counting. During attempts to reposition this lead, a stylet became caught in it.